Event description:
The following has been reported: pump problem. Cleaned and attempted to run infusion pump test. Pump problem error occurs as soon as asset is powered on. Patient status unknown. A preliminary review of the device log files could not be performed. The device was returned for evaluation. Upon return, the device started up with no alarm and attempted a mock infusion. After a short period of time the air compressor attempted a purge cycle and triggered a state 1 alarm. Log files indicate pneumatic valve leak failure (valve 1). Performed the recharge test and unit passed (valve 1 ok). Performed hardware test and unit failed due to valve 2 gross leak error. Investigation found the tank body is damaged on the p+ side. The tank body will be removed and replaced during the repair process before being sent to the test line for full functional testing. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed and replaced with new batteries. Reporting as a conservative measure due to the pneumatic valve leak failure identified during investigation. No adverse effects were reported.